Event description:
As reported via the (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome. At the time of the index procedure, angiography revealed 80% stenosis of the ostial right internal carotid artery. The lesion was described as 20mm in length, mildly calcified and eccentric. The reference vessel was 6.0mm in diameter and mildly tortuous. The patient was asymptomatic at the time the procedure began with (B)(6) stroke scale scores of 0. An angioguard rx with a 7mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 10 x 40mm precise pro rx was implanted at the target lesion. During post-dilation of the stent, the patient experienced the step-like onset of cerebral hyperperfusion syndrome. Symptoms included behavior change, dysarthria, reflex changed, left hemiparesis, and left hemineglect. When the angioguard was retrieved, debris was observed in the filter basket. The patient had a partial recovery with minor residual effect. The day after the index procedure, (B)(6) stroke scale scores were 3. After approximately four days of hospitalization, the patient was discharged. According to the investigator, the event was related to the index procedure and not cordis product.

Event description:
This is a spontaneous report by a nurse from the USA of acute myocardial infarction (mi), peritonitis, sepsis and ileus in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010 the patient was hospitalized for an acute mi, peritonitis and sepsis. On an unreported date, while hospitalized, the patient developed an ileus. The patient underwent a stent placement for the acute mi and received gram positive and gram negative antibiotic coverage while hospitalized for the peritonitis and sepsis. The nurse provided an alternative etiology of the acute mi leading to an ileus leading to peritonitis and sepsis. On (B)(6) 2010, the patient was discharged from the hospital and the events of acute mi, peritonitis and sepsis were resolved. The outcome for the ileus was not reported. Pd therapy was ongoing. The nurse believed the events of acute mi, peritonitis and sepsis were unrelated to pd therapy and did not provide an opinion of causality for the ileus.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s); h10f24070, h10f07067, h10e21029 with no defects noted. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.